Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a dc extension cable caused a burn in the drapes.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).